Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed four years of device longevity then it dropped to less than three months remaining in just 11 months. Additionally, the health care professional (hcp) will send in files for analysis. To date, the device remains in service. No adverse patient effects were reported.